Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer had reoccurring 32097 errors on universal surgical manipulator (usm) 3. The technical support engineer (tse) confirmed the 32097 errors and recommended performing a hard power cycle to clear the error. The tse walked the customer through hard power cycling the patient side cart, but the issues returned on startup. The tse advised the customer that usm 3 could be disabled, and the system could be used in a three-arm configuration. The customer opted to convert to laparoscopic surgery as the surgeon did not want to continue with a three-arm setup. The procedure was converted to open surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the isi representative was in the room during this incident. The customer recovered the faulty universal surgical manipulator (usm) 2 times and technical support (dvstat) helped the customer restart the system. The procedure was converted to open surgery to complete the procedure. The patient tolerated the change due to the procedure being converted. Customer called dvstat and attempted multiple troubleshooting attempts prior to converting to open surgery. There was no injury to the patient. Patient demographics were provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. .

Manufacturer narrative:
The universal surgical manipulator (usm) was tested on an in-house system in normal mode where it triggered error 1126 and 31226. During functional test platform testing, the usm failed the fiber test due to the parallelogram fiber and rolling loop fiber having low descending values. After installing a golden parallelogram fiber and golden rolling loop fiber, the usm passed the fiber retest.

Event description:
Refer to h10/h11 for follow-up information.